Event description:
A drill bit had broken off while the surgeon was using it. Operationg room staff attempted to search for the broken part of the drill bit after the other half had been removed from the driver. Staff was unable to locate the missing piece. So, c-arm was called into the operating room to assess if the bit could be located in the patient's wound, followed by a flat plate x-ray image. Both images showed that the patient's wound was clear of the drill bit. After that, the surgeon proceeded with the rest of the surgery with no other complications and documented in the post-op note about the broken bit. He reported that 3 drill holes were placed in the lesser tuberosity for repair of our subscapularis, and that it was the third distal drill hole that resulted in a broken drill bit. There was no harm done to the patient.